Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified signs of repeated use and a fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be normal wear during the instrument's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a total knee arthroplasty while tibia impaction, the impactor head fractured. Subsequently, femoral impactor was substituted to complete the procedure. A surgical delay of 0-15 min was noted. There is no additional information at this time.